Manufacturer narrative:
The autopulse platform s/n: (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damage was found. Review of the archive data revealed multiple user advisory 12 (lifeband not present) error message on (B)(6) 2016. Further investigation found that the issue was intermittent. To resolve the issue, the belt switch assembly was re-adjusted. The platform passed functional testing with no faults found. An update to the power distribution board and software were completed unrelated to the reported complaint to ensure that the autopulse platform remained current. In summary, the customer's reported complaint was confirmed during archive data review. The autopulse platform is a reusable device and was manufactured on 10/21/2015. Therefore, this type of issue is characteristic of normal wear of the device. The platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform s/n: (B)(4) displayed a user advisory 12 (lifeband not present) error message during a shift check. Despite reseating the lifeband, the issue continued. No patient involvement reported.